Event description:
It was reported that when the asymptomatic patient presented through merlin.net transmission, intermittent loss of atrial capture was observed. Patient was called in clinic for device interrogation and high threshold could not be confirmed. The cause of atrial lead loss of capture was undetermined.